Manufacturer narrative:
Findings: the insulin pump was unable to perform the displacement test due to partially broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment was damaged. Customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is august 24, 2017.